Event description:
Edwards received information that a 21mm aortic pericardial valve, implanted approximately sixteen (16) years and ten (10) months, was explanted due to aortic stenosis, restricted leaflet mobility, leaflet thickening, leaflet torn, and pannus. The device was replaced with a 21mm valve with no adverse patient events reported. The patient status was reported as ¿recovered¿. The doctor commented that it was unknown whether this explant was device related.

Manufacturer narrative:
H10: additional manufacturer narrative updated a2, b5, d1, d4, d6, f10, g5, h3, h4, and h6 per new information received this device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# (B)(4). H3: product evaluation customer reports of stenosis and restricted leaflet mobility were confirmed through observed host tissue overgrowth. Moderate host tissue overgrowth formed a ring on the surface on the surface of the leaflets at the inflow aspect and encroached onto the tissue and into the orifice at the greatest distance of approximately ­­5mm on leaflet 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 had a 6mm tear near commissure 1 and a 3mm tear near commissure 2. Leaflet 2 had a 5mm tear near commissure 2 and a 4mm tear near commissure 3. Leaflet 3 had a 7mm tear near commissure 3 and a 5mm tear near commissure 1. Leaflets were thickened and swollen at the tears. Sewing ring was cut off around leaflet 3 and cut off sewing ring fragment was not returned. Wireform was exposed on all three commissures, around leaflets 1 and 3 on the outflow aspect, and around leaflet 3 on the inflow aspect. Serrated mechanical damage marks were observed on the surface of leaflet 2 on the outflow aspect. X-ray demonstrated wireform intact. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may or may not require intervention. The device was returned for evaluation. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, surgical/percutaneous intervention may be indicated or required after the initial surgery. The device was returned and product evaluation is ongoing. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an unknown model aortic pericardial valve was explanted after an unknown implant duration due to stenosis secondary to restricted leaflet mobility. A 21mm valve with no adverse events. The patient status was reported as ¿recovered¿. The doctor commented that it was unknown whether this explant was device related.